Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 39 mg/dl. Reportedly, the customer had performed the load process while remaining connected at the site. The customer consumed glucose gels to stabilize bg levels. Reportedly, the customer continued to monitor bg levels but declined further follow-up from tandem technical support.